Event description:
It was reported, in 2008, the patient underwent the surgery with the t2 scn. Six months later, the patient had the pain in the femoral bone. When the patient twisted his foot, there was pain and the patient visited the hospital. The surgeon found through the x-ray that the nail broke around the proximal locking screw hole. The same month, the revision surgery was performed. During the revision surgery, the scn was extracted and long scn was used.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.